Event description:
Same case as MDR ID: 2134265-2014-06600, 2134265-2014-06601. (B)(6) clinical trial. In (B)(6) 2010, the patient¿s qualifying condition was unstable angina and was referred for elective cardiac catheterization. The 95% stenosed and 28mm long target lesion was located in a severe diseased mid left circumflex artery (present between 1st obtuse marginal and posterior descending artery) with a with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilation and placement of a 3x32mm promus element study stent. The promus element stent was post dilated with a 4.0x8mm and 4.5x15mm quantum maverick balloons at high pressure. Following post-dilatation, residual stenosis was 0%. Ivus confirmed good apposition, however; there appeared to be an occlusion in the distal part of the left- posterior descending artery. Attempts at rewiring were unsuccessful and a double bolus of integrilin was given. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Date of birth: 1949. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).